Event description:
The nurse put the curos protector covers on the all the primary ports. She spiked the IV solution and primed the tubing. One of the curos covers fell apart. The tubing was not attached to the patient at the time the cover broke.this is the first I have heard of this incident. Another curos port protector was used from the same lot number.